Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).depuy still considers this investigation closed.

Event description:
Update rec'd 02/18/2015- litigation papers received. Litigation alleges pain, metal poisoning, metallosis, metal debris, disability, physical impairment, disfigurment, and bodily injury. There is no new additional information that would affect the investigation. The complaint was updated on: 02/26/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 11/26/2014 - medical records received. Doi provided. Patient revised to address disability, fluid collection, synovitis and elevated metal ion levels. Upon revision, metallosis, debris, and trunnionosis were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: 12/22/14.

Event description:
Sales rep reported revision surgery. Patient has been revised to address pain.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.